Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication ID (B)(6), where the medication was pulled and a second dose should have become available within an hour but did not appear on the pyxis screen. For example, patient ID had two 'once' orders, (B)(6). The rn was able to pull order (B)(6), but when attempting to pull order (B)(6) later, the nurse was unable to see the medication on the profile. The device setting remove after order expired was set to 4 hours, so the medication should not have dropped. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all order dropping occurred at multiple locations. A technical support specialist (tss) dialed into the es server and found the same medication ID ((B)(6)) associated with two orders. Event reporting confirmed the medication was removed once from order (B)(6), after which the second order ((B)(6)) dropped from the station. Order queries showed both orders had identical start times, dispense amounts, and effective dates. Analysis confirmed that the discontinuation of order (B)(6) was triggered by active directory (adt) and not by es; the cerner team performed the discontinuation. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.